Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4).